Event description:
It was reported that the field representative was not able to interrogate this patient with a pacemaker. Pacing was confirmed at 100bpm with magnet application using both the electrocardiogram and external defibrillator. The patient was moved to different locations and multiple programmers were used and it was still unsuccessful. The attending physician was notified and will consult with the electrophysiologist. At this time, the device remains in service. No adverse patient effects were reported.